Manufacturer narrative:
The customers stated issue of screen flickering during patient used was confirmed through testing of the returned pcu device. No errors or malfunctions were recorded on the last day of use. On (B)(6) 2020 at 11:05 pm the pump module s/n (B)(4) (not received) was programmed and infused ..ivf maintenance (drug ID 1) at a rate of 60ml/h and a vtbi of 998ml on (B)(6) 2020 at 3:19 am the pump module alarmed for occluded patient side and the pump module was restarted. At 3:44 am the pump module alarmed for flo-stop-open and the pump module was restarted then the pump module was channeled off. Testing of the returned pcu device observed the lcd screen flickering upon power on. Testing isolated the failure to the customers returned lcd screen (tft color lcd module). Previous failure investigation (dir(B)(4)) noted the following: the failure investigation noted half color/black display as being attributed to an open in the fpc in 3 investigated lcd¿s that were sent to the supplier for failure/root cause analysis. The failure can be caused by either an open in the fpc itself, or due to a defect when bonding the fpc to the lcd. The rejected lcd¿s that were investigated as part of this investigation confirmed that the failure mode for the rejects followed the fpc open failure mode. The proximate root cause for the open fpc connection was attributed to fpc raw material. The system was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement .

Event description:
It was reported that the pcu screen flickers when turned on during patient use. There were no adverse effects caused to the patient from the event.